Event description:
It was reported that during a gastric bypass procedure, that the staples would not hold. A leakage test was performed with methylene blue and was correct. Two days after the operation, when the patient had a glass of water, a searing pain flashed in her body. The surgeon re-operated the patient and noticed that a staple line did not hold.